Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit was connected to 110vac. The unit immediately failed the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced.

Event description:
The event is reported as: the unit is not heating up during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 05/22/2008. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit is not heating up during use. No harm or injury to patient reported.